Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited high out of range (oor) pacing impedance. As a result a lead safety switch (lss) occurred. Data was sent to boston scientific technical services (ts) for their review. It was found that noisy signals were oversensed along with loss of capture (loc) since (B)(6) 2021. As a result, this pacemaker was reprogrammed to unipolar configuration. At this time, the system remains implanted. No additional adverse patient effects were reported.